Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer cleaned of debris, inspected rowboard cable and reseated and made rear chassis adjustments to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed. The customer reported that it caused inconvenience for nursing staff. The user managed getting medication from another station. There were no adverse events or injuries reported based on this incident.